Event description:
(B)(4). My essure device was done at the hospital in the outpatient area. I was given medicine that made me fall asleep, so I do not remember anything during the time essure was being placed inside of me. A few months after essure, I began having dizziness, migraine headaches, and blurred vision. A year later, I started having abdominal pain, heavy menstrual cramps and clotting, as well as lower back pain and stabbing pains in my leg. Essure was provided by my insurer.